Event description:
Information received by medtronic indicated that the insulin pump was broken. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer = black. The insulin pump was returned for cosmetic damage located on the battery compartment found on 9/16/2021. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The insulin pump was successfully downloaded utilizing crest and thus. A review of the history file shows on 9/16/2021 there was one (1) pump error 28 alarm (linenumber= 1340 filenumber= 4) at 04:46, one (1) pump error 19 (watchdog) alarm (linenumber= 721 filenumber= 114) at 04:47 and two (2) pump error 3 alarms (linenumber= 2803 filenumber= 2002) at 04:48 and 04:49 that occurred. Per r&d engineering the: pump error 28 was generated since time drift between main and motor clock was more than 1 minute - suspecting the hw issue. Pump error 19 was generated since main mcu did not receive the minute event from the motor mcu for more than 2.5 min - suspecting the hw issue. Pump error 3 was generated due to ipc communication timeout: the main mcu did not reply to the motor ipc message within the timeout - suspecting the hw issue. The insulin pump was cut open to perform visual inspection. Moisture damage was found on the electronic assembly. The force sensor zero offset is within specification (21.7 mv) and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, stained serial number label. Pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Moisture damage, critical pump error (open book image), pump error 28, pump error 19, and pump error 3 alarms are confirmed, cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.